Event description:
It was reported that the bolt holding the rear of the handle broke or was sheared flush with the end of the handle. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.